Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
This complaint was originally reported as being caused by the cot, however further investigation identified that the alleged issue was caused by the powerload. When the product was updated to be for the powerload this complaint became non-reportable. Because of this, the number of reported events has been changed from 1 to 0.